Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1912531) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on left side') and abdominal pain ('abdominal pain on the left side') in a 38-year-old female patient who had essure (batch no. C64474, c61984) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced musculoskeletal pain ("joint and muscle pains"), menorrhagia ("abundant menstruation"), vaginal discharge ("very large amount of vaginal"), amnesia ("memory loss"), dyspareunia ("pain during intercourse") and breast cyst ("breast cyst"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, musculoskeletal pain, menorrhagia, vaginal discharge, amnesia, dyspareunia and breast cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, breast cyst, dyspareunia, menorrhagia, musculoskeletal pain, pelvic pain and vaginal discharge with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc we received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on left side') and abdominal pain ('abdominal pain on the left side') in a (B)(6) year-old female patient who had essure (batch no. C64474, c61984) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced musculoskeletal pain ("joint and muscle pains"), menorrhagia ("abundant menstruation"), vaginal discharge ("very large amount of vaginal"), amnesia ("memory loss"), dyspareunia ("pain during intercourse") and breast cyst ("breast cyst"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, musculoskeletal pain, menorrhagia, vaginal discharge, amnesia, dyspareunia and breast cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, breast cyst, dyspareunia, menorrhagia, musculoskeletal pain, pelvic pain and vaginal discharge with essure. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.